Manufacturer narrative:
Per biomedical engineer he was unable to recreate the issue . A full pm was completed after testing the device, and no fault was found.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.this is pending patient information.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.